Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11 the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the haptic insertion area (not returned). The optic edge is broken through the middle of the haptic insertion area of the broken haptic. The optic is split and cracked on the edge. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non qualified viscoelastic. Broken haptic damage was observed. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company combination used. Company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, noticed that the lens haptic broken during delivery of intraocular lens (iol). The lens was explanted during initial procedure. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).